Manufacturer narrative:
The information received by the manufacturer has been assessed and it was identified that this event should be re-evaluated for MDR reporting. In the information received, there is evidence that the problem was noticed at the time of failure, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that three days after the application of the product all the lights were illuminated. A new dressing was placed and upon trying to put the pico 7 back into ready mode the device still showed all lights illuminated and no suction was being provided. A new device for the patient was requested. No additional information is available.